Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue was not confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite xenon light source mirror exhibited no image. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and additional information obtained (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation. And since the phenomenon was not confirmed / reproduced, a specific root cause could not be identified. Olympus will continue to monitor the field performance for this device.

Event description:
Additional information was received from customer: the issue was identified prior to patient procedure (gastroenteroscopy). The patient was not under anesthetic or sedation when the issue was noted. The examination was completed with similar device. No procedural delay occurred.